Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise resulting in oversensing was observed. Provocative testing was performed and noise was present. An x-ray examination was completed and no visible lead damage was observed. The atrial lead was capped and replaced and during the procedure no visible insulation defects were observed inside the pocket. The patient was stable with no adverse consequences.